Event description:
It was reported by dealer that the head spring section on the (B)(4) bed is twisted where the head motor hooks onto the head section of the bed. Dealer is not aware of how or when this happened. Dealer mentioned that end user is with in weight limits.